Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported and healthcare professional confirmed left side "deflation". Device remains implanted.

Event description:
Healthcare professional later confirmed reported event. Healthcare professional further reported "any creases associated with hole" observed during surgery and "hole on valve side". The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.